Event description:
Amo (B)(4) reported a female pt experienced eye pain after wearing lens disinfected and neutralized with consept 1step. Pt has reportedly used this product for a least one year. When she used a tablet from the 2nd sheet, she experienced eye pain twice. She went out to ophthalmology. She said there was no damage to her eyes. Eye drops for congestion were prescribed. No add'l info is expected.

Manufacturer narrative:
Functionality testing with some of the returned neutralizing tablets did not meet specs. Tablets did not neutralize the hydrogen peroxide within the allotted time frame. Catalase activity did not meet product specs. Retained testing of the 'mother batch' met product specs. The batch mfg record for the lot was reviewed and found to meet specs. The customer's lens case was returned (with solution that had been reportedly neutralized); the peroxide concentration of the solution was approx 2%. Root cause analysis was performed: product ingredient specs were tightened to improve content uniformity and stability.